Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during testing, it was observed that the battery compartment was cracked along the side. Unrelated to this issue, it was observed that the display screen was dim and discolored - letters had a red hue. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6)2016.